Manufacturer narrative:
The insulin pump was received stuck in a48 alarm loop. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify motor error alarm, a21 alarm or button keypad unresponsive due to a48 alarm. The insulin pump had a constant a48 alarm due to software error. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly, motor error alarm, unexpected restart alarm and an alarm that the force sensor calibration values were corrupted. Customer's blood glucose level was 11.1 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.